Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), abortion spontaneous ('pregnancy (miscarriage)') and pregnancy with contraceptive device ('pregnancy (miscarriage)') in a (B)(6) year old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included mood swings in (B)(6) 2009 and parity 3 (live births: (B)(6) 2000, (B)(6) 2007, (B)(6) 2008.). Previously administered products included for birth control: oral contraceptive nos from 2005 to 2007; for dental pain: darvocet. Concurrent conditions included assault (facial and periorbital swelling had edema) since (B)(6) 2010, stomach pain, back pain, swelling nos, genital bleeding, abdominal pain, dysfunctional uterine bleeding, sinus congestion, eye contusion (contusion l orbit) and lumbosacral strain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 14 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced depression ("depression") and tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti (urinary tract infection)"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced furuncle ("boils & cyst on skin") and dermal cyst ("boils & cyst on skin"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and dysmenorrhoea had resolved, the abortion spontaneous, pregnancy with contraceptive device, mood swings, depression, furuncle, dermal cyst, nausea, tooth disorder, vaginal discharge, fatigue and alopecia outcome was unknown and the urinary tract infection and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, furuncle, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2019 (previously reported as (B)(6) 2009). On (B)(6) 2015, she learned she was pregnant via miscarriage. (B)(6) 2009, insertion detail: the left tube with the essure, left 4 coils exposed cannulated the right tube and left 7 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2009: findings are seen to suggest the presence of a bowel obstruction. Essure device identified consistent with surgical history. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, tooth disorder". Most recent follow-up information incorporated above includes: on 27-aug-2019: plaintiff fact sheet and medical record received. Events added-pain: pelvic, pregnancy (miscarriage), pregnancy with contraceptive device, mood swings, uti (urinary tract infection), depression, boils & cyst on skin, migraines/headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, patient did not undergo an essure confirmation test and device ineffective. Reporter, demographics, medical history, historical medication, concurrent conditions, lab data, essure insertion/removal date, essure lot number, essure indication (amended) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), abortion spontaneous ('pregnancy (miscarriage)') and pregnancy with contraceptive device ('pregnancy (miscarriage)') in a 30-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included mood swings in (B)(6) 2009 and parity 3 (live births: (B)(6) 2000, (B)(6) 2007, (B)(6) 2008.). Previously administered products included for birth control: oral contraceptive nos from 2005 to 2007; for dental pain: darvocet. Concurrent conditions included assault (facial and periorbital swelling had edema) since (B)(6) 2010, stomach pain, back pain, swelling nos, genital bleeding, abdominal pain, dysfunctional uterine bleeding, sinus congestion, eye contusion (contusion l orbit) and lumbosacral strain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 14 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced depression ("depression") and tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti (urinary tract infection)"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced furuncle ("boils & cyst on skin") and dermal cyst ("boils & cyst on skin"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and dysmenorrhoea had resolved, the abortion spontaneous, pregnancy with contraceptive device, mood swings, depression, furuncle, dermal cyst, nausea, tooth disorder, vaginal discharge, fatigue, alopecia, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the urinary tract infection and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, depression, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, furuncle, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2019 (previously reported as (B)(6) 2009). On (B)(6) 2015, she learned she was pregnant via miscarriage. (B)(6) 2009, insertion detail: the left tube with the essure, left 4 coils exposed cannulated the right tube and left 7 coils exposed. She received treatment for pain: dysmenorrhea (cramping), pelvic/abdominal ,back, dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: findings are seen to suggest the presence of a bowel obstruction. Essure device identified consistent with surgical history. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, tooth disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs received- new events added: abdominal pain, menorrhagia, back pain and bladder/urinary problem. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic'), abortion spontaneous ('pregnancy (miscarriage)') and pregnancy with contraceptive device ('pregnancy (miscarriage)') in a 30-year-old female patient who had essure (batch no. 664443) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included mood swings in (B)(6) 2009 and parity 3 (live births: (B)(6) 2000, (B)(6) 2007, (B)(6) 2008.). Previously administered products included for birth control: oral contraceptive nos from 2005 to 2007; for dental pain: darvocet. Concurrent conditions included assault (facial and periorbital swelling had edema) since (B)(6) 2010, stomach pain, back pain, swelling nos, genital bleeding, abdominal pain, dysfunctional uterine bleeding, sinus congestion, eye contusion (contusion l orbit) and lumbosacral strain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 14 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced depression ("depression") and tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti (urinary tract infection)"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced furuncle ("boils & cyst on skin") and dermal cyst ("boils & cyst on skin"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and dysmenorrhoea had resolved, the abortion spontaneous, pregnancy with contraceptive device, mood swings, depression, furuncle, dermal cyst, nausea, tooth disorder, vaginal discharge, fatigue and alopecia outcome was unknown and the urinary tract infection and dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, furuncle, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2019 (previously reported as (B)(6) 2009). On (B)(6) 2015, she learned she was pregnant via miscarriage. On (B)(6) 2009, insertion detail: the left tube with the essure, left 4 coils exposed cannulated the right tube and left 7 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: findings are seen to suggest the presence of a bowel obstruction. Essure device identified consistent with surgical history. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, tooth disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.